Event description:
It was reported that a catheter problem occurred. The device system was used to deliver morphine sulfate. The catheter issue, the cause of the event, patient symptoms, troubleshooting/diagnostics, interventions/treatment, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).